Manufacturer narrative:
Batch review performed on 04 september 2018; lot 131527a: (B)(4) items manufactured and released on 07 october 2013. Expiration date: 2018-08-31; no anomalies found related to the problem. To date, (B)(4)items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed due to femur loosening 3 years after primary surgery.